Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's system board, blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, aecm, three-way solenoid valve, base assembly, internal battey cover, speaker housing, inlet side panel, outlet side panel, dual limb cup, main housing, fio2 housing, and muffler assembly were replaced due to contamination and software version was upgraded, which was not related to the malfunction/issue.